Event description:
This complaint was submitted with ltd info as it happened some time ago: it was reported that in the ICU, the nurse reported that at the start of her shift, the catheter was observed to be out further than the last time this nurse was in charge of the pt. It was noted that the catheter was aspirated and flushed without issue, and the pt looked fine around the neck and insertion site. Extra dressing was used to secure the position of the catheter as it was only sutured closest to the insertion site. As the pt was functioning and stable, the nurse chose to leave it as is, and report the issue to a colleague the next morning. The doctor was notified in the morning and tat that time decided to exchange the catheter since it had moved from its original position, and replace it with a new cvc over swg. At time of reporting, it is unk if there were complications as a result of this occurrence, however, there was no death reported.

Manufacturer narrative:
(B)(4). The device was discarded.